Event description:
The user facility reported a 74-year-old male patient was implanted with an impella cp device for mechanical circulatory support. The patient was taken back to cardiac cath lab for repositioning the impella cp. The impella would not flow over p6 without having suction. After attempted repositioning of device in ccl flows improved; primary care team not satisfied with position, as inflow was still along posterior wall while evaluating position on echo. Further attempts were made to free the device from ventricular structures, but ultimately the device pulled back across the aortic valve. Decision was made to explant device and implant new impella cp. No patient harm reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for positioning issues has been completed. No product was returned for an investigation. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issues was use related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05232: